Event description:
It was reported that during a laparoscopic ileocecal resection procedure, the knife became not to move forward at the 2nd stroke of the 2nd firing. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples? --- yes. If yes, were the staples formed properly? --- no. If yes, was the staple line complete? --- no. Were any of the forces higher or lower than expected (closing or opening)? ---no information.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle. The sc60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted. No short cut or absent cut was noted during functional testing.